Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient stated that the cgm value was correct and had a low blood glucose value but they were not alerted by the device. The patient stated they had a ¿quite¿ low blood glucose reading for a while, but no specific readings were reported from that moment. The patient felt low, and about to faint and was at a friend¿s house. The patient eventually lost consciousness and an ambulance was called by the friend. The paramedics took a fingerstick and the blood glucose reading was 2.3 mmol/l, and the patient was given a glucose gel. The patient was brought to the hospital but did not receive any treatment here and was only given juice, and a piece of bread with cheese. At the time of the report the patient was stable. A review of performance data shows that the patient's low alert was enabled at the time of the incident and was set to 4.7 mmol/l with the audio set to sound. The urgent low alert is fixed at 3.1 mmol/l and was also set to sound. The urgent low soon alert notifies patients when their estimated glucose values will reach 3.1 mmol/l within 20 minutes and was also set to sound. A review of performance data shows that at 9:19 pm, the patient's estimated glucose values (egv) reached the urgent low alert threshold and the app delivered an urgent low alert at partial volume with an egv of 3.1 mmol/l. At 9:24 pm, the app delivered a second urgent low alert, this time at half volume, with an egv of 2.9 mmol/l. At 9:29 pm, the app delivered a third urgent low alert at full volume again with an egv of 2.9 mmol/l. The app delivered two additional urgent low alerts at full volume at 9:34 pm and 9:39 pm, with egvs of 2.9 mmol/l and 3.0 mmol/l respectively. At 9:44 pm, the app delivered an urgent low soon alert at partial volume with an egv of 3.1 mmol/l. At 9:49 pm, the app delivered an urgent low alert at partial volume with an egv of 3.1 mmol/l. At 9:54 pm, the app delivered a low alert at partial volume with an egv of 3.2 mmol/l. At 9:49 pm, the app delivered a low alert at partial volume with an egv of 3.3 mmol/l. At 10:04 pm, the patient's egv dropped below the urgent low alert threshold and app delivered an urgent low alert at partial volume with an egv of 2.8 mmol/l. The app delivered another urgent low alert at half volume at 10:09 pm, after which the patient's egv began to gradually rise. At 10:14 pm, the app delivered an urgent low soon alert with an egv of 3.1 mmol/l. From 10:19 pm to 10:54 pm, the app delivered low alerts at partial volume every five minutes until the alert was acknowledged at 10:57 pm. The patient finally crossed back into target range at 11:04 pm with an egv of 5.4 mmol/l. The reported allegation was not confirmed as data investigation shows the system performed as intended and the app delivered all intended alerts including audio alerts. As the complaint could not be confirmed, the probable cause of the reported event could not be determined. No additional patient or event information is available.